Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent only year known, assumed (B)(6) of month ((B)(6)) that complaint was reported additional information: the sales rep was present during the original procedure and believes surgeon technique could have contributed to issue. The surgeon used only the tip of the device to seal certain areas instead of the center of jaw. The surgeon was instructed the correct tissue placement to seal tissue.

Event description:
It was reported that several weeks post-op from a mastectomy procedure, excessive drainage of lymphatic fluid was noticed. The patient had to have fluid removed using a needle once a week for (B)(6) following the surgery. The device was discarded.